Event description:
It was reported during the patient's trial procedure on (B)(4) 2014, intra-op testing revealed invalid impedances. In turn, the physician used another lead to complete the procedure. The patient was programmed successfully post-op.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.